Event description:
A caller reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. System check was performed by tandem technical support and no issues were identified. The customer replaced pump supplies as necessary and resumed insulin therapy.